Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing which resulted in false bradycardia and pause episodes. Programming changes were made, and the firmware was updated but undersensing was still noted. No patient consequences were reported, and patient condition remained unchanged throughout.